Event description:
The technician alleged the bed exit does not alarm. No patient impact. No injuries reported.

Manufacturer narrative:
The technician replaced the j box junction board to resolve the issue.